Manufacturer narrative:
Follow-up # 1 ¿ (02/06/2015). The patient¿s meter and test strips have been returned on 12/29/2014 and 1/13/2015, respectively, and evaluated by lifescan product analysis on 1/26/2015 and 1/22/2015, respectively, with the following findings:error message 3 and 4 are observed in the error log, but error was not reproduced during the investigation. The test strips passed all testing with no faults found. The reported issue could not be confirmed; however, a secondary issue was noted when the test strips were found to be contaminated with an unknown substance. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.